Event description:
It was reported that patient experienced blockage in infusion set that caused multiple occlusion alarms and prevented insulin delivery, which led to high blood glucose (bg) of approximately 540 mg/dl. The customer administered a manual insulin injection to address high bg. Patient had already changed cartridge and infusion set several times before calling, then followed technical support instructions to disconnect and reconnect tubing, deliver test boluses, and replace supplies as needed, after which infusion set appeared to function properly and insulin therapy was resumed.